Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2013. Initial setting was unknown. It was found that only flow to the ventricular catheter when taking with a contrast agent the occlusion was found by ventricular enlargement. The revision was performed on (B)(6) 2017. The patient was (B)(6) male. He has congenital original disease. Csf protein: abnormality. There was no blood and debris contaminated into the spinal fluid. No further information was provided by the hospital. It won¿t be returned to your site.

Manufacturer narrative:
The serial number has been provided.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; some biological debris was noted inside the valve as well as needle holes in the needle chamber. The position of the cam when valve was received was 60 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was pressure tested at position 60 mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3164, with lot cnbbdw, conformed to the specifications when released to stock on the 6th january 2012. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.